Event description:
The customer reported failed calibration with the abbott axsym rubella lgg assay, as calibrator a was too high. The customer was able to successfully recalibrate using bulk solution 3 instead of the rubella calibrator a. The customer was sent rubella calibrators and controls and upon recalibration with the new calibrators, a successful rubella lgg calibration was achieved. There was no impact to patient management reported by the customer.

Manufacturer narrative:
(No consequence or impact to patient). (Calibration error). (Error message given) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.